Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. Approximately 10-20 ml of fluid leaked from the analytical station. The leak was not contained within the instrument. An error condition of "laser offset high" was generated and there were incomplete (non-numeric results) for the differential parameters when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that the leak had damaged vl53b preventing vacuum chamber vc26 from properly draining; he replaced vl53b resolving the issue. (B)(4).